Event description:
The patient reported that the up, down, and ok buttons were difficult to press. He confirmed that the keypad was intact. The patient reportedly wore the pump attached to his belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses and the keypad had abnormal spring back. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.